Manufacturer narrative:
The reported issue was confirmed use related as reused the bag. However, a potential root cause for this failure mode could not be found and the applicable risk region and failure mode will be added to the next version. A DHR review was not required because the investigation was confirmed - use related. The instructions for use were found adequate and state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with acceptable medical practices and applicable local, state and federal laws and regulations. "Do not reuse. Do not resterilize". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patients drain bag may have caused an infection. Patient stated that patient had to reuse a bag and that caused issues. It was unknown what medical intervention was reported for infection. Per the follow up via phone on 25sep2023, customer experienced a urinary tract infection after reusing patients drain bag. Customer was given bacterium antibiotic for the urinary tract infection.